Event description:
It was reported that patient was experiencing prolonged numbness in her chin/lip after implant placement. A cbct scan was taken and there was no injury found to the nerve, tooth 30. Paresthesia, despite the implant not being near nerve. Symptoms as a result of the event: paresthesia. Procedure was not completed using another implant or another device:

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight unknown / not provided. PMA/510k: k101880.

Manufacturer narrative:
One (1) imp,tsv,4.7,11.5,mtx,mg (tsvtwb11) was returned for investigation. Visual evaluation of the as returned implant identified signs of use; bone debris present on external threads. There was no damage, wear, or signs of malfunction that would contribute to the event. The implant matched print specifications. The implant was measured. Functional testing could not be performed due to the nature of the device and event. A pre-existing condition noted on the per form was diabetes. The bone density was unknown. The reported device was located on tooth location # 30 (universal) and was used for approximately seven (7) days. The customer did not provide any images for the reported event. Appropriate documentation was reviewed. DHR review was completed for the subject lot number 1258716. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number 1258716 for similar events and no other complaint was identified. February post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. No actionable items have been triggered that will affect complaint handling on our end for this month. Therefore, based on the available information, device malfunction has not occurred, and the reported event was non-verifiable. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up." H2: checked follow-up type. H3: changed "no" to "yes." H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.